Event description:
The hcp reported that the patient was receiving lioresal via the pump. The nursing home that the patient was in had placed a duraderm patch over the pump site. When the patient came in for a refill, they pulled the patch off and noticed ulceration. It was quarter-size and had developed near the pump site. It was close to being complete, but the hcp could not see the pump showing through yet. The hcp was able to refill the pump and referred the patient to the neurosurgeon. It was further reported that a culture had been taken (date not reported) of the ulcer and it was positive for methicillin resistance staphylococcus aureus (mrsa). They had been weaning the patient's dose down and were thinking about explanting the pump. The hcp further reported that after a medical consult, it was suggested that the pump be turned off; however, the hcp did not want to access the reservoir port to put in preservative free normal saline due to the fact that the patient had mrsa. The patient was weaned off the intrathecal baclofen and the pump was explanted in 2008. The patient returned to the nursing home and was on unspecified antibiotics for the pump site infection. Cultures of the pump (date not reported) were negative. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.